Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.

Event description:
It was reported that when a patient presented for a lead repositioning procedure, perforation and effusion were observed. It was noted that the patient had complains about inracardiac pain and left side pain. The lead was explanted. The patient received no consequences post explant.